Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states bio-med was testing for accuracy and the pump failed; outside the accuracy of +/- 7%. No patient involvement.

Manufacturer narrative:
Submit date: 10/28/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit failed accuracy testing. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s gearbox; the gearbox was replaced to correct the issue. Kangaroo joey pump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.